Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: february 25, 2021 section d9: returned to manufacturer: yes. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: follow-up #1 for MDR 2648035-2021-07074, referenced the investigation results but did not include the narrative. Investigation narrative is as follows: device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and that the lens was received cut in pieces (not all pieces were received), which is consistent with a lens that was handled during removal and replacement. Furthermore, a detached haptic was observed, which can be attributed to handling or the cutting of the lens during removal, and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted; give date: n/a (not applicable). The iol was removed/replaced in the initial surgery. If explanted; give date: n/a (not applicable). The iol was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the johnson & johnson intraocular lens (iol) was inserted in the patient¿s operative eye. There was a tear in the posterior capsule. The doctor determined that the patient¿s capsule would not support the iol and it was removed and replaced with a model za9002 lens which was placed in the sulcus. The wound was enlarged. Reportedly, the patient tolerated the replacement lens well. Thru follow-up the customer explained that the patient had a combination of weak capsule and weak zonules, the doctor struggled trying to get the lens to rotate. They clarified that sutures were not used and a vitrectomy was not required. They also explained the iol did not cause the capsule to break. No further information was provided.